Manufacturer narrative:
The insulin pump was received with intermittent blank display due to broken solder joint. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, verify operating currents, or verify audio and beep anomaly due to blank display. The insulin pump was received with case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a constant tone. The customer's blood glucose was 274 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned after inserting a new battery but the insulin pump had a countdown then the insulin pump went blank display and turned off completely. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.